Event description:
In 6/2003, the lvad system controller was returned to the MFR without an rga number or a complaint against it. Upon opening the package a note was contained describing an issue with the controller. The pt was implanted with an extended lead vented electric (xve) left ventricular device (lvad). In 2003, the pt was at home when two red heart alarms from the lvad system controller woke the pt from sleep. The pt reported low flows from the lvad and was instructed by hosp personnel to lie down and contact ems for transportation to the hosp. The pt later wiggled the percutaneous tube at the controller connection the red heart alarm went off both times. The pt went to the hosp and the system controller was exchanged. The pt remains ongoing on lvad support at this time.